Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the perforation could not be definitively determined based on the information available. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Manufacturer narrative:
The device referenced in this report has not yet been received at shockwave medical, inc. Therefore, a physical examination has not been performed. Evaluation of the subject device is anticipated but has not yet begun. After the device is received and investigation is completed, a supplemental report will be submitted. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave c2 coronary intravascular (ivl) lithotripsy catheter was used to treat a lesion in the left anterior descending arteries. The ivl balloon ruptured during the second cycle, resulting in loss of pressure. Blood was noted at the end of the catheter where it was connected to the pressure pump. A new ivl catheter was used and during catheter delivery, it was observed that the patient's blood vessels were ruptured by the abrasion of sharp calcified nodules. The procedure was completed after a stent was placed. The patient's current status is unknown. This report is for the second catheter used in the procedure. Please refer to MDR# (B)(4) for the first catheter.

Event description:
Based on new information received 17-sep-2024, it was confirmed that the patient's vessel was not ruptured and that there was no adverse effects. Therefore, this event is no longer reportable.

Manufacturer narrative:
Based on new information received 17-sep-2024, it was confirmed that the patient's vessel was not ruptured and that there was no adverse effects. Therefore, this event is no longer reportable.